Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 420 mg/dl and high levels of ketones. Reportedly, the customer experienced a stomachache, confusion, and a mental breakdown due to elevated bg levels. An infusion set change was performed and the customer continued to experience elevated bg levels. The customer was treated with a manual injection of insulin. A pump system check was performed and the pump was found to be functioning as intended. No issues were identified with the cartridge or insulin in use at the time of event. Reportedly, the customer was discharged after ten hours with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.